Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the flushing pump's speed up button panel started to fail. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. A field service engineer (fse) was dispatched to the facility to repair the device and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred since the device did not turn on. The control panel was faulty and the light emitting diode was not light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.